Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with insulin flow blocked alarm. The blood glucose was 6.8 mmol/l at the time of the incident. The customer initially resumed and it occurred again so he then did a whole set, reservoir and insulin change. Customer will monitor and call back if/when event occurs again. The reservoir will not be returned for analysis.